Event description:
Covidien received information that this clinical study patient experienced a parenchymal hematoma one day after treatment and is ongoing. Device was discarded.

Manufacturer narrative:
Reference cer (B)(4) follow-up 1.

Manufacturer narrative:
Lot history record review. The device was discarded therefore no device evaluation could be performed. A review of the lot history record was conducted and no issues were identified that would have contributed to this event.